Event description:
Drainage set was placed in 8/2005 after a brain tumor surgery. The pt got out of bed the next day by himself/herself. The pt was then catheterized and was told to be on bedrest and not to get out of bed. Three days later the tubing came apart and the system was then held together with tape until the pt no longer needed the drainage system. Pt was put on prophylactic antibiotics. No pt injury was reported.